Event description:
It was reported that the patient came to the hospital to have a large abscess removed from the abdomen. The abscess was located under the first driveline exit site where the driveline was tunneled from right to left during the implant surgery. Surgery was performed to remove the abscess.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information reported that the abscess was caused by infection and had been found during a physical exam of the patient's abdomen when a bump was found. The patient had also developed a fever.